Manufacturer narrative:
The service provider provided the investigation report on 03/23/2022. The actual device was tested. The reported issue of missed air-in-line alarm cannot be duplicated. The complaint was not confirmed. The pump was found to have a constant air-in-line alarm issue. The pump was repaired and tested to meet full specifications.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2022-00001).

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative. It was reported that "pump (B)(4) allowed air to get past the air-in-line sensor and it would have gotten to the patient however the nurse noticed it and stopped it in time." The event happened around two months ago, however the exact event date is unknown. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.